Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). It was reported that "the ventilator fails to conform to the standards that the FDA has implemented through iso 19223. This has caused patient harm due to the inability of the staff to properly label the ventilator mode according to the iso standard and translation guide provided by hamilton." According to the complaint description, the patient was harmed. However, no additional information regarding the patient harm was provided. A medical intervention was necessary but the specific type of intervention required was not specified. Further inquiries have been sent to the customer to obtain additional details about the reported event. However, despite several requests, no additional feedback was received. Hamilton medical ag acknowledges iso 19223:2019 as an important international standard defining ventilator mode semantics. The hamilton g5 operator ¿s manual (v2.9) provides a detailed cross-reference table aligning hamilton mode names with the corresponding iso 19223 terms. This mapping table fulfills the intent of iso 19223 by ensuring clear semantic equivalence. Furthermore, the software terminology does not impact device safety when users adhere to the operator ¿s manual and training guidelines. Based on the information currently available, there is no evidence indicating a device defect or non-compliance with regulatory requirements. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "the ventilator fails to conform to the standards that the FDA has implemented through iso 19223. This has caused patient harm due to the inability of the staff to properly label the ventilator mode according to the iso standard and translation guide provided by hamilton." According to the complaint description, the patient was harmed. However, no additional information regarding the patient harm was provided. A medical intervention was necessary but the specific type of intervention required was not specified. Further inquiries have been sent to the customer to obtain additional details about the reported event. However, despite several requests, no additional feedback was recived.

Event description:
Hamilton medical ag received the following event description: quotation: "the ventilator fails to conform to the standards that the FDA has implemented through iso 19223. This has caused patient harm due to the inability of the staff to properly label the ventilator mode according to the iso standard and translation guide provided by hamilton." According to the complaint description, the patient was harmed. However, no additional information regarding the patient harm was provided. A medical intervention was necessary but the specific type of intervention required was not specified. Further inquiries have been sent to the customer to obtain additional details about the reported event. Moreover, the manufacturer was informed that the user reported this event to local authorities. Customer submitted duplicate reports to the FDA. Mw5177729, and mw5177730.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The serial number was not provided; therefore, the section d4 titled "primary unique device identification (UDI) number" was not filled in. Hamilton medical acknowledges iso 19223:2019 as an important international standard defining ventilator mode semantics. The hamilton g5 operator¿s manual (v2.9) provides a detailed cross-reference table aligning hamilton mode names with the corresponding iso 19223 terms. This mapping table fulfills the intent of iso 19223 by ensuring clear semantic equivalence. Furthermore, the software terminology does not impact device safety when users adhere to the operator¿s manual and training guidelines. Based on the information currently available, there is no evidence indicating a device defect or non-compliance with regulatory requirements. Investigation ongoing.